Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, oversensing, noise, and inappropriate therapy. The lead was also confirmed to have a fracture and was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that prior to the rv lead replacement, the patient experienced, "problems with their eyes, their balance, and had fallen backwards multiple times, along with noting that, psychologically it has done something to my brain."